Event description:
Patient undergoing cardiac catheterization prepair for imminent cardioversion, fast-patch electrodes placed per standard application, prior to beginning of procedure.cardioversion required x 2 at 200j and 300j. Post case, patient complained of redness and itching at site of electrode placement (sternum/apex). Treated as minor 1 degree sunburn w/kenalog cream. No further incidentnote: similar results in 7 of 13 cases where fast-patch electrodes were used since january 1993device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, electrical tests performed, performance tests performed. Results of evaluation: telemetry failure, none or unknown, unanticipated adverse reaction - short term. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was destroyed/disposed of.